Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer either changed the infusion set site or the cartridge and site. Insulin delivery was resumed. The customer¿s blood glucose (bg) level was 320 mg/dl and a bolus was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.